Event description:
On (B)(6) 2013, the patient was implanted with a conformable gore® tag® thoracic endoprosthesis. It was reported that the patient¿s pathology is aortic coarctation. On (B)(6) 2013, during the initial procedure, the patient experienced the injury of the right common iliac artery and underwent through the by-pass right iliac-femoral procedure using the 5mm dacron device. The patient tolerated the procedure without any signs of the peripheral disease. According to the physician, the event was almost a complete section of the right common iliac artery wall and is related with a procedural technique, not with a gore device.

Manufacturer narrative:
A review of the manufacturing records for the device is being conducted.

Manufacturer narrative:
(B)(4). There were no reported allegations of the conformable gore® tag® thoracic endoprosthesis. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the registry general imaging measurements, the right minimum diameter of access vessel (mm): 6.5mm. According to the gore® dryseal sheath instructions for use (IFU), the diameter for the 18fr sheath is 6.8mm. According to the gore® dryseal sheath instructions for use (IFU), carefully read all instructions prior to use. Observe all warnings and precautions noted throughout these instructions. Failure to do so may result in complications. Adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. Do not attempt to advance or withdraw guidewire, catheter, or other device through the introducer sheath or dilator if resistance is felt. Use fluoroscopy to determine the cause.

Event description:
On (B)(6) 2013, the patient underwent a procedure for the implantation of the conformable gore tag thoracic endoprosthesis requiring a gore cryseal sheath. During the initial procedure, the patient experienced an injury of the right common iliac artery and underwent a bypass from the right iliac artery to the right femoral artery using a 5mm dacron device. According to the physician, the event was almost a complete section of the right common iliac artery wall, related with a procedural technique. The partial transection of the iliac occurred during the removal of the sheath. According to the physician, the arteries were very narrow, there was no thrombus and calcium. There were no reported allegations of the conformable gore tag thoracic endoprosthesis. The patient tolerated the procedure without any signs of peripheral disease.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: vascular spasm or vascular trauma (e.g., ilio-femoral vessel dissection, bleeding, rupture) and reoperation. In addition, considerations for patient selection include the patient¿s anatomical suitability for endovascular repair. Furthermore, the gore® tag® thoracic endoprosthesis is indicated for patients who have adequate iliac/femoral access.